Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what were the indications for surgical procedure (obesity or caner)? What was the anatomical location on the stomach where the issues were identified? What is mean by medtronic stapler and load did not shoot? What is meant by ripped the stomach? Did the device cut? Did the device staple? Can you provide more information on staple formation? How many firings were performed with the johnson and johnson stapler? What was the color and product code of the cartridges use? Were there any unusual noises heard? Are there any photos or videos available? Can you provide a detailed timeline of events? What was the cause of death? Was an autopsy performed? Can the results be shared? Does the surgeon believe the patient¿s demise was associated with the alleged deficiency of the jnj stapler? What color cartridges of the medtronic stapler were used? Does the surgeon believe the tissue was abnormally thick? Is the surgeon interested in speaking with ethicon medical and engineering to discuss the event? Please provide 2-3 thirty-minute windows of time (eastern us time) that the surgeon would be available for a call. The ethicon team will pick the time that the most members can participate and schedule. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that stapling was very bad with bleeding on all staple lines and opened the staple line by itself without removing the stapler. It was reported that the stapler stuck 2 times and it was asked to replace the stapler. It was reported that it ripped the stomach and had to use 11 loads. It was reported that initially in surgery he used a competitive stapler (medtronic) and the load did not shoot. Only then he asked to exchange for j&j one and the material was brought, however there was a lot of delay to make it available for use. He reports that the delay of the items arrival was fundamental for worsening of the patient's state. He stressed and reinforced that he had never seen a stomach tear so easily. The surgery was delayed more than 2 hours. Patient consequences were reported of reoperation, blood loss, and a prolonged hospitalization unfortunately, it was later reported that the patient died on (B)(6) 2022.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2022. Additional information received: unfortunately the sales rep has contacted the surgeon a couple of times and he doesn¿t want to talk about the case, it seems that he is very affected.